Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system fridge not connected to the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge not connected to the station. The field service engineer was powered off remotely and turn off the switch then power down fridge fully both power and battery. After few seconds power on the fridge, until the fridge is displaying its temperature. The system functioned as intended after field service engineer troubleshot the device.